Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for replacement of the left ventricular lead due to dislodgement. The dislodgement caused intermittent loss of capture that resulted in the patient experiencing dyspnea. The patient's condition was stable before during and after the procedure.